Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power cord was damaged by the station anchor. A field service engineer replaced the damaged power cord and powered up the station. The station was verified operational with no failed storage spaces observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went black and was offline in remote smart service. The customer attempted to remove medication that was stuck between stations and noticed the power cord¿s rubber coating was damaged, exposing the inner wires. There were no delay or adverse events or injuries reported based on this event.